Event description:
It was reported the ventricular lead demonstrated high threshold measurements at follow up. During the lead repositioning procedure, the lead tested "fine" but when attached to the device, the threshold measurements were high. The physician decided to replace the entire system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data were also collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.